Manufacturer narrative:
Device evaluation: the lens was returned in a small vial. Visual inspection of the returned product found a scratch on the lens optic. There was evidence of clear surgical residue and debris on the lens. Claim # (B)(4).

Manufacturer narrative:
Device explanted in 2017. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4): secondary surgical intervention, lens was exchanged for shorter lens. Work order search: no similar complaints were reported for units within the same lot. Conclusion: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -10 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted due to low vaulting and refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Corrected data: device evaluation: the lens was returned in small vial with clear surgical residue/debris on product. Visual inspection found the lens having foreign material on lens surface (debris and clear residue) and the lens having a scratch on optic. (B)(4).

Manufacturer narrative:
(Corrected data): lens was exchanged for a longer lens on (B)(6) 2017. (Previous data): stated lens was exchanged for a shorter lens. (B)(4). (Corrected data): lens exchanged for a longer lens. (Previous data)-lens exchanged for a shorter lens.